Manufacturer narrative:
This rv lead was explanted, but will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead and associated device were explanted due to infection. There were no allegations against this lead and associated device, and there were no adverse patient effects reported.